Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
Is was reported that the esophageal balloon prematurely deflated. The gastric tube inflated properly; however, the esophageal balloon inflated and then slowly deflated. The esophageal balloon would not remain inflated. The complainant alleged that the blakemore tube had been in their facility for two years or more.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "1. Test balloons for air leaks and coat the lower parts of the tube and both balloons with a thin coat of lubricating jelly." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
Is was reported that the esophageal balloon prematurely deflated. The gastric tube inflated properly; however, the esophageal balloon inflated and then slowly deflated. The esophageal balloon would not remain inflated. The complainant alleged that the blakemore tube had been in their facility for two years or more.